Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient had a recent ulcer over the magnet site of the cochlear implant system. A small scalp opening was repaired in 2007, immediately prior to implantation of the contralateral ear.